Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 00801804002, item name: femoral head, lot #: unknown. Item number: 00875101440, item name: liner neutral, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00077, 0001822565-2017-01047. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately 9 years post implantation due to pain and elevated metal ions. During the procedure, adverse tissue reaction and osteolysis due to taper corrosion was noted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 0046.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 0046.